Manufacturer narrative:
A ge svc rep performed a on site investigation. The malfunction was verified. Replaced the workstation power supply. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that, intermittently, the workstation on the 9600+ system would not boot up. There was no report of pt injury.